Event description:
It was reported by the clinician that the catheter was placed in 2009, in a male patient (pt) femorally for knee surgery. After pt was discharged from the hospital with catheter in place, he noticed the pain pump looked "severed" and was not infusing. At which time, pt disconnected pump from catheter but left catheter in place. Three days later, pt went to remove catheter and was unable to remove it on his own. He came into the hospital the following day, for removal and it was determined he needed to have the catheter surgically removed. After removal, it was noticed the white sheath that surrounds the coiled wire was slid off to expose the coiled wire underneath. The uncoiled portion of the catheter seemed longer than the silver tip that extends from the white sheath of catheter. Catheter was successfully removed.

Manufacturer narrative:
Sample will not be returned for evaluation.